Event description:
It was reported in a scientific abstract that a vns pt experienced an infection at the surgical site that required the removal of the old electrodes. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
"Revision of vagal nerve stimulator electrodes for medically intractable epilepsy". Pp 1-5.